Event description:
It was reported that the 8800 system cross arm lock was inoperative, the front toe cover was damaged and the stationary handle was broken. Information provided indicated damage during shipment. There was no report of patient injury or involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the transverse lock, stationary handles, to cover and foot switch. The system was tested and found to be working as intended and placed back into service.